Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 5mm, 33cm peek monopolar handle 33cm, dings and scratches were noticed throughout the shaft. Also, it was noticed that there is a deep scratch at the proximal end. The 5mm, 33cm peek monopolar handle 33cm failed the insulation integrity test due to a deep scratch that was found at the proximal end of the shaft. The probable root cause/s could be user mishandling or improper sterilization in sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.